Event description:
It was reported that a month following the inflatable penile prosthesis implant, the patient experienced difficulties with the pump. The device worked intermittently. The patient also stated he had inflammation for 3 weeks and burning with the cylinder was inflated. The patient was provided the trouble shooting pump guide and recommended that he see the physician by the manufacturer's representative. The inflammation and burning was confirmed to be post op swelling as the patient appeared to have attempted to utilize the device earlier than deemed suitable following the initial implant. The patient was also advised to wait a few more weeks to use the device to allow the post op symptoms to subside. It was also noted that the patient was given antibiotics after the surgery as a normal part of the implant surgery.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of mechanical issue, inflammation and burning sensation could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of perforation cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation. Risk review and labeling review identified that the adverse event of mechanical issue, inflammation and burning sensation is a known risk of the device. The allegation of mechanical issue, inflammation and burning sensation is unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to mechanical issue, inflammation and burning sensation, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.